Manufacturer narrative:
The insulin pump passed self-test and displacement test. The insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm. Blood glucose was 11.4 mmol/l. Customer was able to successfully clear the alarm and able to rewind. Insulin pump had audio issue but self test was pass. The insulin pump will be returned for analysis.